Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ i.v. Catheter the catheter broke from the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: it broke at the beginning of the installation of a peripheral catheter to start chemotherapy.

Manufacturer narrative:
H6: investigation summary; there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ i.v. Catheter the catheter broke from the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: it broke at the beginning of the installation of a peripheral catheter to start chemotherapy.

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 121301, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ i.v. Catheter the catheter broke from the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: it broke at the beginning of the installation of a peripheral catheter to start chemotherapy.